Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was unknown at the time of incident. Insulin pump had no delivery alarm. Customer stated that the priming leads to under delivery. Customer stated that the back light did not work. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Basic occlusion test. Device failed prime or a33 test at 3.0 lbs due to faulty force sensor resistor. Unable to verify motor error alarm or prime or fill anomaly. Unable to perform occlusion test, excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. Device passed self test. No back light anomaly noted. (B)(4).